Manufacturer narrative:
Per a philips field servicer engineer (fse), visual inspection found that the device was functioning as designed. Results of functional testing indicate the philips patient information center ix (pic ix) was functioning as designed. The mx40 used with the patient also did not malfunction as per the fse and philips remote service engineer (rse). Based on the information available and the testing conducted, the cause of the reported problem was not caused by any philips equipment. This was determined to be human error. Necessary logs were reviewed, and confirmed the devices working as designed. The device was operational after repairs were completed. The customer was provided the logs by the fse. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6).

Event description:
Per the customer biomedical engineer (biomed), on (B)(6) 2023 the patient in bed au5-309b experienced a vfib/tach arrhythmia alarm event, but the clinical user did not respond to the patient's alarm. As a result, the patient passed away. The biomed reviewed the philips patient information center ix (pic ix) clinical audit tail and confirmed the alarm was generated and was then acknowledged for this patient's bed; the biomed also confirmed that device monitoring the patient in the room (mx40) was performing as expected. The biomed is seeking assistance with retrieve all of the pic ix logs, because this incident will have to be investigated.